Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime test, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 513 mg/dl at the time of incident. The customer also reported that he received several motor error alarms. The customer stated that he went through body scanners at the airport prior to the event. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.